Event description:
Update received from hcp indicates valve was treated via viv due to valve degeneration causing stenosis and mild regurgitation after an implant duration of approximately 10 years.

Event description:
Edwards received information that this bioprosthetic valve required viv intervention for unknown reasons. Duration of implant is also unknown. Follow ups for additional information have been unsuccessful. There were no further adverse events reported.

Manufacturer narrative:
Additional manufacturer narrative - attempts to obtain further information have been unsuccessful. The reported device was not returned to manufacturer as it remains implanted. Without receipt of the device or additional information, we are unable to determine the root cause of the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.